Manufacturer narrative:
The reported complaint of the autopulse platform (serial #(B)(4)) displayed "system error, out of service, revert to manual CPR" error message during power up was confirmed during functional test. The root cause of the system error was due to a damaged processor board in which is likely attributed to normal wear and tear. The autopulse platform was manufactured in february 2008 and it is 12 years old, well beyond its expected serviceable life of 5 years. No physical damage was observed on the returned autopulse platform during visual inspection. Unable to download and review data from the platform's archive due to size of data over limit. The initial functional test failed due to returned autopulse platform displayed system error (latch error 136 - invalid parameters block) upon powering up. To remedy the system error, the damaged processor board identified during evaluation was replaced. After service completion, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there were no similar complaints reported for autopulse with serial number (B)(4).

Event description:
During shift check, customer reported that the autopulse platform (serial #(B)(4)) displayed "system error, out of service, revert to manual CPR " upon powering on. Error message could not be cleared by the user. No patient involvement.